Event description:
Caller alleged discrepant inratio2 results in comparison to the lab inr results. Results as follows: date: (B)(6) 2013, inratio inr: 2.9, lab inr: 9.37. The time between testing was twenty minutes. Therapeutic range was not provided for the pt. Reportedly, the pt was hospitalized due to bleeding. There was no additional information provided.

Manufacturer narrative:
Investigation pending.